Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a vitrectomy probe stopped working after a few seconds of work during a vitrectomy procedure. The internal blade of the probe locked, impeding the opening and closing. The probe was changed but the same issue occurred after a few seconds of use. Then the probe and cassette were replaced, however, the probe locked again. Additional information has been requested but not received. A product sample has been requested for evaluation.

Manufacturer narrative:
Cassette pack:the lot complaint history was reviewed. The device history record shows that the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Probe:one probe sample was returned for evaluation for the report of probe locked during surgery. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The probe complaint sample was visually inspected and deemed nonconforming. The probe needle is broken off at the bond. No functional testing could be performed due to the condition of the probe. The degree of wear could not be determined due to the condition of the probe. The evaluation does confirm the probe had a performance issue. The probe is broken off at the bond. How and when the needle became broken cannot be determined from this evaluation. No specific action with regard to this complaint was taken because the reason for the complaint issue cannot be determined from this evaluation. All probes are 100% visually inspected and a broken needle would be detected and removed from the lot and scrapped. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).